Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the software was reloaded. The roller rocker kit was installed and the c-arm was removed and re-installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save info and displayed a check file error message, and would not boot up. No pt injury was reported.